Manufacturer narrative:
The hill-rom technician cleaned the valve guide solenoid at the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head section will not go up.